Event description:
It was reported while using an unspecified bd luer adapter, the device got stuck in the patient's arterial central venous catheter(cvc) hub. The patient was sent for a cvc exchange. There was no other health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device catalog #: unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. E4. The initial reporter also notified the FDA on (B)(6) 2024. Medwatch report # mw5159497. E1. Initial reporter address: address was not provided; unknown was used and nj was used for initial reporter state since this is required field. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.